Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file (a4060714) was submitted for review as well as downloaded (a4260847) for review. A review of log files showed overlapping events spanning approximately 10 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). Backup battery faults were active intermittently beginning on (B)(6) 2021 at 09:46:53 to 05apr2021 at 19:45:31 and then between (B)(6) 2021 at 21:59:28 to (B)(6) 2021 at 16:50:59. These faults did not cause the yellow wrench advisory alarm to activate. The driveline was disconnected for a system controller exchange on (B)(6) 2021 at 17:03:45. There were no other notable alarms active in the log file. The system controller was returned for analysis and underwent preliminary and functional testing. The system controller did not pass functional testing when the system controller voltage was changed from 10v to 14v, a backup battery fault alarm activated. The system controller was run for an extended period of time on the mock and was able to support pump function for extended operation. The reproduced backup battery fault alarm was further investigated. The system controller was reconnected to a test power module, system monitor, and mock loop and a backup battery fault alarm was intermittently active on the system controller and system monitor. The alarm would clear immediately and reactive. The system controller was run for several hours and the alarms continued. The backup battery was replaced with a test backup battery; however, this did not clear the alarms. The ribbon cable on the main printed circuit board (pcb) was then replaced with a test ribbon cable and the alarms did not recur. The original ribbon cable was re-placed, and the alarms did not recur. Following the ribbon cable exchange, the alarms were unable to be reproduced, despite letting the system controller run for an extended period of time. The root cause was unable to be conclusively determined through this analysis due to the intermittent nature of the alarm. Heartmate ii instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault and pump stop alarms. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient's device had low flows, pump stops, and low speeds on (B)(6), related to driveline damage. In addition, there were no external power alarms as a result of patient disconnecting power from both controller leads. Log file review showed 103 backup battery faults on (B)(6). An external driveline repair was performed on (B)(6) (a driveline fault alarm was associated with this) and controller was exchanged. The old driveline was replaced and the patient switched from ungrounded to grounded patient cable. The patient experienced repeat low speeds alarm later on in the evening while on grounded cable. The patient was put back on ungrounded cable and batteries on (B)(6) which resolved alarms for that day. However, the patient's pump stops continued on (B)(6) while on ungrounded cable and so the patient was worked up for a pump exchange. The patient had multiple pump stops without restart on (B)(6) 2021. The patient was taken to the operating room and had his pump decommissioned and outflow graft tied off. It was reported in patient outcome that the patient recovered on (B)(6) 2021. The device was not explanted, although a portion of the replaced driveline returned. Related manufacturer report number #2916596-2021-02019.